Manufacturer narrative:
Concomitant medical products: 4015 lead, implanted: (B)(6) 2002; dtma1d1 crtd, implanted: (B)(6) 2019; 4087 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) and defibrillation coil of the right ventricular (rv) lead had high undefined impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo/green substance on trifurcation. There was an issue with the lead conductor. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.